Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown; therefore an analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) had displayed an unspecified alarm during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation.  Should additional relevant information become available, a supplemental report will be submitted.